Event description:
A patient reported that the screen of their pump was cracked, making it difficult to read. There was no adverse impact to the customer¿s blood glucose level. The customer declined any follow-up actions.